Manufacturer narrative:
The failure investigation has been completed and the alleged issue of unexpected reset was verified, however the inaccurate insulin gauge issue could not be verified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump reset unexpectedly. It was also reported that the insulin gauge was inaccurate. Customer¿s blood glucose level was 67 - 90 mg/dl. A replacement pump was sent to the customer to resolve the issue.